Event description:
It was reported that during an upper lobe resection, the surgeon fired the device and on the fourth reload, the instrument cut but did not staple. The pt lost two and one half units of blood and had to be transfused.